Event description:
It was reported that the user¿s ilet paired to a newly applied libre 3 plus sensor and subsequently displayed a ¿stop sensor¿ option, after which a device restart was performed and a sensor error with a 10-minute countdown occurred; education was provided to allow time for error resolution and to call back if unresolved, consistent with signal loss to the ilet and a libre 3 plus sensor error with dosing expected to stop soon. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated dosing due to cgm error. Investigation included customer troubleshooting and education by technical support. Investigation of this case revealed a cgm communication or sensor start-up error that resolved or was expected to resolve after the advised wait period. It was concluded that the event involved cgm signal interruption to the ilet without reported injury.